Manufacturer narrative:
According to the customer on (B)(6) 2024, "she heard a loud noise when she started to move the head section and she smelled something burning" and also reported that "her daughter touched the bed and it shocked her". The customer reported that there was no serious injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2024, "she heard a loud noise when she started to move the head section and she smelled something burning" and also reported that "her daughter touched the bed and it shocked her".